Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the cuff of a portex® endotracheal tube did not inflate. No injury was reported.

Event description:
The device issue was observed immediately upon use. No intervention was required. The event was considered resolved.